Event description:
On (B)(6), 2012, the reporter contacted animas to report the patient's insulin cartridge was leaking and there was insulin in the pump's cartridge compartment. No troubleshooting was performed, as the cartridge had been discarded. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.